Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024 at 0100, the electronic order of sodium acetate 100meq/l in dextrose 5%-sodium chloride 0.2% (d5-1/4ns) 1,000ml infusion was not transferring from electronic medical record (epic) to the pump upon scanning. Due to this device interoperability issue, the IV fluid was manually programmed instead using guardrails drug library. The other infusion involved was bleomycin at the rate of 20.8ml/hr. There was patient involvement but no harm. Per initial assessment of bd interoperability consultant, the electronic order has a volume to be infused (vtbi) of 14,400ml. The device has a profile configuration limit of a max vtbi of 4000ml for the adult and pediatric profiles. This is possible reason why the electronic order did not go through the pump.